Event description:
The date of event is estimated. An international surgeon, in the presence of the quill representative, performed a total hip arthroplasty procedure utilizing quill #2 pdo devices for closure. The pt presented with dehiscence of the fascia and deep dermal layer post operatively. Upon wound exploration it was noted that the quill material had broken. The pt was taken back to the operating room for wound cleaning and re-closure of the incision. The material used for repair was not disclosed. The surgeon stated that this was a fit, ex rugby player with good tissue quality. The surgeon also added that the device snapped while closing and a knot was tied in the material. Tying knots with quill is not recommended and can damage the barbs and potentially reduce the suture tensile strength and barb effectiveness.

Manufacturer narrative:
No samples were available for eval. Therefore, no testing can be performed. Method: the devices were not available for eval. No product eval can be performed. Results/conclusion: without returned samples, an eval could not be performed. Furthermore, relevant portions of the device history, and sterility record was reviewed and there were no corresponding issues identified during manufacturing or at final inspection. To date, no other complaints for this finished good lot have been received from other end-users. It's possible the knot tied in the material affected the performance of the device. The IFU for this specific device states, "srs contains bidirectionally oriented barbs to anchor tissues and does not require knots to approximate opposing edges of a wound. Tying knots on the barbed section of the material will damage the barbs and potentially reduce the suture tensile strength and barb effectiveness." The root cause for the post operative material break and dehiscence for this particular case was determined as "user error". The representative met with this surgeon to discuss and document this error. (B)(4). Item # ra-1065q, quill knotless tissue closure device, #2 pdo, lot m692220.